Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level was "high"; although specific value was not provided. Reportedly the pump battery was depleting quickly resulting in the pump shutting off. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 5 hours later with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.